Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
While troubleshooting a trackball with slow response, the customer elected to reboot their primary acuity warrom-1 system. At that time, the acuity warrom-1-ha system also rebooted unexpectedly, resulting in the loss of ability to monitor pts centrally. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.